Event description:
I had a panoptix intraocular lens placed in my right eye on (B)(6) 2021. My vision prior to the surgery was correctable to 20/20. My right eye vision is now blurry and cannot be corrected to 20/20. I have had several follow-up visits with my ophthalmologist and yesterday she said nothing more can be done. Consumers should be notified that a small percentage of recipients of this implant will have worse vision than before the surgery and that it is a permanent result. I was not informed of this.